Event description:
It was reported that during lap cholecystectomy case,the device was dropping clips as they were pear shaped. A second device was used and the same thing occurred. A third device was used to complete the case. There was no patient consequence reported.